Event description:
A complaint reported by the co's legal department states an anchor broke. The three mitek anchors were inserted perpendicular to the line of repair. They were tested and then using locking stitches the rotator cuff was snugged down to the anchors. This was a repair for a "torn right rotator cuff".